Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device worked well and it came to a point that the jaws did not open anymore. It have been caused by too much char build-up between jaws. No patient injury.